Event description:
On (B)(6), 2012, a gore viabahn endoprosthesis was implanted for the treatment of a popliteal aneurysm. The pt presented on an unk date with stenosis at the distal end of the stent graft. It was reported to gore that on march 23, 2012, the viabahn device thrombosed causing severe acute limb ischemia. A fem-pop bypass using the ipsilateral saphenous vein was performed along with a tibial and below-the-knee thrombectomy. The pt is fine.

Manufacturer narrative:
A review of the mfg records for the device verified that the lot met all pre-release specifications.